Event description:
It was reported that the patient underwent a posterior cervical procedure with rhbmp-2/acs. The patient reportedly developed a seroma 1 week post-op. Infection was ruled out, but the patient was given prophylactic doxycycline, which the surgeon reportedly gives routinely for all posterior cervical cases. Patient was brought back to the or for drainage, but the graft was not explanted. Current status of patient unknown (not reported).

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior cervical procedure with rhbmp-2/acs. The patient reportedly developed a seroma one week post-op. Infection was ruled out, but the patient was given prophylactic doxycycline, which the surgeon reportedly gives routinely for all posterior cervical cases. Patient was brought back to the or for drainage, but the graft was not explanted. The patient was drained a few days after the seroma was noted. The patient is doing completely fine now, no additional complications have been reported.